Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 71 mg/dl, hi (greater than 600 mg/dl) and 230 mg/dl when all tests were performed within 10 minutes on a pt using the advantage system. Reporter indicated that the pt was brought in with hypoglycemic symptoms and was given 1 amp of 50% dextrose after the 71 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.